Event description:
It was alleged by the customer then a patient fell off of the cot when being transported. Further information was not provided.

Manufacturer narrative:
It was conformed that there were no adverse consequences as a result of this event.

Event description:
It was alleged by the customer that a patient fell off of the cot when being transported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged by the customer then a patient fell off of the cot when being transported.